Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had fluid flow with the twist clamp closed. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye was performed and the female connector was observed damaged. Functional testing including clear passage and clamp function testing were performed with no issues observed. Leak testing was performed with the returned minicap attached to the female connector and a leak was observed beneath the minicap. Re-testing with an in lab minicap was performed and a leak was observed. The cause of the damaged female connector is manufacturing related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.